Event description:
The customer stated he required medical assistance from the paramedics for low blood glucose levels. Troubleshooting revealed that all insulin pump programming was correct.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.